Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt with vital signs absent, the device failed to discharge. Clinician indicated that subsequent attempt to discharge was successful. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.